Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 500mg/dl. Customer treated high blood glucose level with a 20unit bolus. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.